Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Device received with cracked battery tube threads.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. The customer was reported that battery cannot be locked properly due to damage. Troubleshooting was performed for damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.